Manufacturer narrative:
The conclusion based on the log analysis is that the mmg has operated as intended (i.e. No malfunction). Alarm notifications have been distributed to one handset that was assigned. The mmg has been used improperly in the sense that the escalation levels 2 and 3 were not assigned by the user facility to any other handset. We requested from the user facility a confirmation whether the mmg has caused or contributed to the event, and also additional log information prior to the event to determine if there were similar issues prior to this event. We decided to report this event as a potential use error under 21 cfr 803 because we cannot, based on the information, rule out that the product has contributed to the adverse event. We have not been able to obtain from a qualified person a medical judgment that a device did not cause or contribute to the adverse event.

Event description:
As reported to ascom (us) inc., in customer complaint ticket (B)(4): on monday (B)(6) 2018 an asystole alarm went out to the handset defined as level 1. The nursing staff said that they did not get the alarm for 4-5 minutes. (B)(6), biomed at the user facility ((B)(6) medical center), mentioned that he saw that only one level (level 1) was assigned in the system when he checked. He also said that the patient died but that no event occurred, because the female patient was sick. The user facility asked ascom to investigate the log files.